Event description:
It was reported that the lead was unable to fit in the introducer sheath. The lead was not implanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found.